Manufacturer narrative:
The patient's weight is (B)(6). (B)(4). Conclusion code is being used in lieu of an adequate conclusion code for device not returned. According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used to remove polyps in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when closing the snare, the snare loop retracted too quickly than expected, therefore, cutting the target polyp before it was expected. Reportedly, no visible issue was noted with the handle and the snare was able to retract normally after it was removed from the scope/patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.